Event description:
It was reported that the unit was reading high impedance during a procedure. The procedure was stopped and had to be rescheduled. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The device will not be returned to the manufacturer for eval.